Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014, this patient underwent a reintervention of a prior endovascular repair of an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis aortic extender component. On (B)(6) 2017 a type ii endoleak was identified. On (B)(6) 2017, the patient was admitted for elective embolization of the type ii endoleak via CT guidance.